Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 1/26/2015. While troubleshooting a separate issue the fse found that pinch valve lv11 was defective and was causing a leak at the probe. The fse replaced the pinch valve, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The field service engineer reported a leak from the coulter act diff analyzer discovered while troubleshooting a separate issue. The volume of the leak was about 5 ml and was not contained within the instrument. The fse also found the instrument was generating fatal error 6 messages at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.